Event description:
Unomedical reference number (B)(4). Event occurred in italy it was reported that the patient's infusion set fell off during use on 10-apr-2024. The infusion set was used for one day. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.

Manufacturer narrative:
Device 2 of 2.